Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and passed a system checkout. Software files were received. Analysis was not complete at the time of filing. H6) fdm 10, fdr 213, fdc 4315 apply to the system checkout. Fdm 4118, fdr 3233, fdc 11 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis reviewed the archives and it had 3 exams 1 CT, 2 MRI. CT had point merge registration data, but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. During the procedure, the surgeon felt inaccurate. The surgeon used fiducials to register the patient and registration was accurate on the skin and bone. The surgeon felt accurate right to left, but off by 1.5cm deep. The issue was prior to any dura being touched or moved. The procedure was completed with the use of ultrasound to navigate to the tumor. The use of navigation was aborted. The issue resulted in approximately a 15-30 minute procedure delay. There was no impact on patient outcome.